Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g2: company representative was inadvertently checked, while user facility was missed. The device was returned to olympus for inspection and the customer's complaint was partially confirmed. During inspection, olympus detected varying colored images (purple/green). By disassembling the device and testing the components individually, olympus traced the image error back to the cable unit. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the following possible causes were identified: 1. Cable pins of the connector are too small for shield cables. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within the connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig (B)(4), not fully suitable for soldering process. 4. Soldering process at olympus is not up to date. New guidelines for soldering process are available. Additional investigation is underway. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned though it is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user reported the olympus videoscope had a violet image. There was no patient harm or involvement reported.